Event description:
It was reported per field service report: symptom - helium error, previous visit from field service rep (fsr) stated high heart rate would cause alarm. Reason for service: repair. Findings/action taken: could not replicate alarm. Found printed ribbon "purge failure(s)." Replaced pcs (pneumatic control switch) assembly. Ran functional check list. Iabp performed to spec. The pump is back in service. Additional info received on (B)(4) 2014 reported that the customer stated to the fsr that the pt was not harmed because the pump was swapped out quickly. No issues for the health of the pt. It is unk how much use this pump had prior to this event.

Manufacturer narrative:
(B)(4).